Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral anterograde approach. The 100% target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 4.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's status was good.